Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a proximal humerus open reduction internal fixation (orif) on (B)(6) 2017, one of the ends (one of the tines) broke off of a reduction forceps. While the surgeon was using the clamp to reduce the fracture, one of the ends broke off. The surgeon removed the broken piece from the surgical field, and continued on with the reduction. Another instrument was available for use. There was a surgical delay of a few seconds. No fragments remained in the patient. No additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received and a pd investigation was completed. Cq investigation part #398.40 lot #a7na46 reduction forceps with points narrow-ratchet 132mm. This complaint is for two (2) devices. The 398.40, lot number a7na46, reduction forceps with points narrow-ratchet 132mm was returned with approximately 4.6 mm of one of the forcep tips broken off. The location of this missing fragment is unknown and was not returned. The customer reported the one of the ends of the reduction forceps broke off. The repair technician reported the one of the forcep tips was broken and the piece was missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. This complaint is confirmed. The device was returned and it was reported that "one of the ends (one of the tines) broke off of reduction forceps during this case." This condition is confirmed; the instrument was returned with approximately 4.6 mm of one of the forcep tips broken off. The location of this missing fragment is unknown and was not returned. The customer reported the one of the ends of the reduction forceps broke off. Although a definitive root cause could not be determined, opposite force is applied to the forcep tips during bone reduction. It is likely that this complaint condition was due to excessive force (i.e. From dense bone) and/or consistent use and cumulative wear over the part's lifetime, causing material fatigue and breakage. Part #398.40 lot #a7na46 reduction forceps with points narrow-ratchet 132mm. Although a definitive root cause could not be determined, opposite force is applied to the forcep tips during bone reduction. It is likely that this complaint condition was due to excessive force (i.e. From dense bone) and/or consistent use and cumulative wear over the part's lifetime, causing material fatigue and breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 of (B)(4).

Manufacturer narrative:
No service history review can be performed as part number 398.40 with lot number(s) a7na46/4894179 is a lot/batch controlled item. The manufacture date of this item is 22-nov-2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part# 398.40, lot# a7na46/ 4894179. Manufacturing location: (B)(4). The DHR is no longer available in tuttlingen due to the age of the instrument (over 12 years old). Therefore, the exact date of manufacture is unknown. Service and repair evaluation was completed. The customer reported the one of the ends of the reduction forceps broke off. The repair technician reported the one of the forceps tips was broken and the piece was missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.